Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or unexpected check blood glucose alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported that the insulin pump was stuck on check blood glucose. Blood glucose level was 91.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.